Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed malfunction 56 indicating an unrecoverable device restart or malfunction, after which the user transitioned to a backup insulin option and was instructed on shutdown and replacement procedures. Symptoms included no adverse physiological effects, and blood glucose was reported as normal. Outcomes included a device replacement and user education on continued cgm use and the need to complete startup on the replacement device, with data not transferring. Investigation included review of device function based on the reported alarm, verification of shipping details, user guidance on data sync to the mobile app, and instructions for return of the device. Although the log does indicate an alert 56 at one time it could not be duplicated during the investigation the cause of this alert is unknown the device operated during the investigation as intended and designed . Patients complaint is officially confirmed however could not be duplicated.